Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, a definitive cause for the difficulties could not be determined. It may be possible that the distal end of the introducer sheath was too close to the stent during deployment causing the stent to partially deploy within the sheath. Additionally, the difficulty removing, and tip detachment may have occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced clearance. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified superficial femoral artery. The vessel was pre-dilated with an unspecified device that is 6mm and inflated to 8 atmospheres. The 6.0x150mm supera self-expanding stent (ses) was thought to have been deployed but the delivery system met a lot of resistance during removal. However, the stent was only partially deployed with part inside the introducer sheath. The tip separated during the procedure and was removed under fluoroscopy when the sheath and stent were pulled out. Another unspecified supera was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.